Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('fragments') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), abdominal distension ("bloat") and complication of device removal ("device removal incomplete"). The patient was treated with essure removal by hysterectomy. Essure was removed. At the time of the report, the pelvic pain, abdominal distension and complication of device removal outcome was unknown and the device breakage had not resolved. The reporter considered abdominal distension, complication of device removal, device breakage and pelvic pain to be related to essure. The reporter commented: x-ray would be performed for fragments. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('fragments') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), abdominal distension ("bloat") and complication of device removal ("device removal incomplete"). The patient was treated with essure removal by hysterectomy. Essure was removed. At the time of the report, the pelvic pain, abdominal distension and complication of device removal outcome was unknown and the device breakage had not resolved. The reporter considered abdominal distension, complication of device removal, device breakage and pelvic pain to be related to essure. The reporter commented: x-ray would be performed for fragments. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.